Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during patient use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and reported issue was unable to be duplicated. The events log indicate one instance of a transducer fault after ac was disconnected. The unit had been performed with transducer calibration with no reported failures.